Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver resection, at glisson resection, firing stopped after advancing about 30mm. Since the jaws locked on the tissue and it became unable to be released, the manual adapter tool was used. The clamp cover did not move even though it was turned. At this point, they called the sales representative. A restart was performed, reconnecting the power handle, and connecting another handle, but still couldn't release the jaws nor unload the cartridge so user tried the manual adapter tool again. Since it was in the articulated state, the adapter tool was used to release the articulation. They were able to return it straight without any problems, but even though they turned the gear in the center, the clamp cover did not move back and forth. When it was turned to the right many times, it became very stiff, and when the user tried to turn it further, the adapter tool snapped and broke off. After that, at the doctor's discretion, they checked the adapter and the cartridge connection, and pulled the adapter, it came off together with the cartridge. When user inserted another adapter there, it seemed that the connection was available, but eventually the proximal part of the cartridge (the connection part with the adapter) snapped and remained on the adapter side. The broken cartridge part could not be released from the adapter. The release button did not move in a fixed state with staying pushed down, and the cartridge part had been also firmly fixed, making it difficult to be turned or removed. Another adapter tool was not resolved. The event led to additional resection and incision extension. The operation was extended 1 hour.

Manufacturer narrative:
Additional information: d10, g1, g3, h3, h6 d10: sig power sigadaptstnd linear adapter (sn#: (B)(6); tri 2.0 sig45ctavm 45 CT vsclr med 12mm (lot#: n1g0038y); sig power sigpshell control shell (lot#: unknown); sig power sigmret manual retract tool (lot#: unknown); sig power sigphandle handle (sn#: unknown); tri 2.0 sig45ctavm 45 CT vsclr med 12mm h3 evaluation summary. Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted the blue button was in its home position, and there were scratch marks from the reload laminates on the distal end of the firing rod. Functionally, the blue button could be depressed without any issues. The adapter was connected to gen2 acc lite. The strain gauge was responsive. The switch state was open. The adapter had 30 of 50 procedures remaining, was connected to a rpa handle running v29.1.3 software, calibrated properly, and was fired on the a1 test fixture without issues. After pushing the open button, the device started retraction and then stopped. The device then entered emergency retract mode but couldn't retract all the way. The open and close key could be pressed, but it would move only a small amount. The adapter was disconnected and then reconnected and then the device was able to fully retract back to home position. A rpa loading unit was attached and able to be articulated and clamped without difficulty. The adapter was reconnected to gen2 acc lite and no new errors appeared. According to the handle logs, the device stopped retracting after the open key was pressed due to the motor current limit being detected. It was noted that the firing rod wiggled back and forth a lot when moved with your fingers. It was reported that the jaws of the device remain closed on tissue, and the device was difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.